Event description:
It was reported that the lead was oversensing. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that during the past few months, the lead integrity alert has been triggered three times for oversensing.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product analysis the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that another lead integrity alert (lia) was triggered for high rate non-sustained episodes, and sensing integrity counter (sic) counts. As well, there was non physiologic noise. The lead was capped and replaced.

Event description:
It was reported that the lead was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.